Event description:
It was reported that during equipment testing conducted by a manufacturer sales representative in the sterile processing department at the user facility the micro drill long straight attachment was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer sales representative in the sterile processing department at the user facility the micro drill long straight attachment was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event was not duplicated during the device evaluation. Upon visual inspection, the device was found to have internal corrosion. The device was discarded by the manufacturer.